Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker-dependent patient experienced syncope due to stimulation pauses up to 3 seconds. Oversensing was observed. The device was explanted and replaced. The patient was in good condition and experienced no more syncope.